Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "xen®45 gts appears to have had a portion of it broken off in the sub-conjunctival placement area. Despite this, the implant is draining and iop is satisfactory." Affected eye is left eye. Treatment will not be provided at this time as physician is "planning to observe the patient before initiating any additional treatment." Patient is doing well at 1 month review with functional bleb and the pressure is good. Events have been resolved. The device remains implanted.